Event description:
It was reported that biomed stated the arctic sun device was failing the calibration and since it had 3300 system hours, they would like to send it in for the 2000 hours preventive maintenance service . Per follow up information received on (B)(6) 2022, there was no patient involvement as the issue was found during calibration and the device would be coming in for the 2000 hours preventive maintenance service. Per sample evaluation result received on (B)(6) 2022, it was noted that the arctic sun device was primed to fill . It was stated that three pumps were working, the hgbvp (hot gas bypass valve port) was stuck, and they were unable to duplicate the hgbv (hot gas bypass valve) sticking during the assessment . It was also stated that the mount screws for the chiller pump bracket to the tank were also reported to be missing. The chiller pump was being held in by the pressure of the o rings that seal it to the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the device needed to be primed to fill during decontamination; however, the pumps were noted to be functional and the issue was not duplicated. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. DHR review is not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. As the reported event is unconfirmed, labeling/packaging review is not required. The actual/suspected device was evaluated.

Event description:
It was reported that biomed stated the arctic sun device was failing the calibration and since it had 3300 system hours, they would like to send it in for the 2000 hours preventive maintenance service. Per follow up information received on 10may2022, there was no patient involvement as the issue was found during calibration and the device would be coming in for the 2000 hours preventive maintenance service. Per sample evaluation result received on 18may2022, it was noted that the arctic sun device was primed to fill. It was stated that three pumps were working, the hgbvp (hot gas bypass valve port) was stuck, and they were unable to duplicate the hgbv (hot gas bypass valve) sticking during the assessment. It was also stated that the mount screws for the chiller pump bracket to the tank were also reported to be missing. The chiller pump was being held in by the pressure of the o rings that seal it to the tank.